Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pseudoaneurysm is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure as a non-abbott stent was implanted to treat the ruptured pseudoaneurysm without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022 the 6.0x150 mm supera self expanding stent (ses) was implanted in the superficial femoral (sfa) artery with heavy calcification and mild tortuosity. The procedure was completed without any issue. On (B)(6) 2022 the patient returned and a blood leak was confirmed via ultrasonography and it was determined that a ruptured pseudoaneurysm was found where the supera was located. A non-abbott stent was implanted to treat the ruptured pseudoaneurysm without issue. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A photo was received and reviewed by an abbott vascular clinical specialist. In summary, pseudoaneurysm is a known potential adverse effect resulting from peripheral artery stenting. No failure of the abbott device (6.0x150mm supera self-expanding stent) can be seen on the provided media. No definitive cause for the event can be determined from the description provided in the incident report or the provided media.

Event description:
N/a.